Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: patient code: (B)(4) no known impact or consequence to patient. Device code: (B)(4) loss of or failure to bond. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was inspected onsite by pentax representative on 27/feb/2018 for seal between distal body and distal cap. The device failed the inspection criteria. Return material authorization (B)(6) was created for return for further evaluation. The duodenoscope was received at pentax service facility on 09/mar/2018 where the inspector found the following failures: prism cracked, hole in # 4 remote control button cover, up/ down angulation knob play, control knob/ lever clicking sound in control body, passed wet leak test, passed dry leak test, umbilical cable abrasion, bending rubber glue cracking at insertion tube side, hole in # 3 remote control button cover, hole in # 2 remote control button cover, control body grip has worn out biopsy inlet guide slot, distal cap - fixed type failed seal integrity inspection. The scope's repairs will include the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals, objective prism assy, body cover grip, remote control button(1), distal case/cap.